Manufacturer narrative:
This report has been submitted to provide additional information from the customer on the hmi customer cds checklist for endoscopes. The user facility provided additional information regarding the cleaning, the disinfection and the sterilization processes performed onsite for the endoscopes. During pre-cleaning, the customer uses ddn9 detergent, suctions water out of the channels and flushes out the air/water channel. During manual cleaning, the customer used tec care cleaning brush (enr kit2-15-200) to clean the scope channels. The customer reported that the scope was not manually clean or disinfected. For automated endoscope reprocessor (aer) treatment, the soluscope 4 washer along with soluscope cln detergent and soluscope paa disinfectant was used. The scope was stored horizontally in a soluscope dsc8000 drying cabinet and olympus is the customer¿s maintenance company. The scope was sterilized.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera ii ultrasound gastrovideoscope tested positive for greater than 84 colony forming unit (cfu) of gram-positive bacteria species on dec 20 2022, tested positive for one (1) colony forming unit (cfu) of pseudomonas aeruginosa on jan. 10, 2023 and tested positive for 23 colony forming unit (cfu) of acinetobacter species on jan. 24, 2023. All channels were sampled. The issue was found during a routine culture of the scope. Sampling was taken at reprocessing, before use. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The olympus scope was sent to an independent laboratory for culture testing. All channels were sampled. The device tested positive for one (1) colony forming unit of brevundimonas vesicularis spp. The scope distal end tested positive for tested positive for less than one (1) colony forming unit of unspecified micro-organisms. The obtained results are in conformance with the require target levels established by the french regulation of july 4, 2016. The customer suspected device was returned for investigation. Upon evaluation of the returned device the following defects were found, angle rubber glue separated, key 1 top scratched, universal cord kinked, angulation less or specified value and angulation play. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.